Event description:
The customer obtained imprecise vitros amon quality control results while using the vitros 5600 integrated system. Higher than expected vitros amon quality control results of 500.0, 107.6, 102.8, 104.9 mol/l vs. An expected result of 46.2 mol/l were obtained using vitros lpvi and a quality control result of 259.9 mol/l vs. An expected result of 194.0 mol/l was obtained using vitros lpv ii. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected using patient samples. No patient samples were affected or reported from out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros amon quality control results were obtained while using the vitros 5600 integrated system. There was no evidence to suggest a malfunction of the vitros amon reagent. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. The customer performed incubator maintenance as described in the vitros 5600 maintenance and diagnostic guide. Acceptable vitros amon quality control performance was observed following completion of the maintenance activities. The root cause of this event is most likely instrument related.